Manufacturer narrative:
This is (11/14) events that occurred at this user facility. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
A call to technical services from the biomedical department representative reported the physician believes the external pulse generators (epg) may be inducing ventricular fibrillation, and two deaths have been noted. The serial number of the epg connected to patients at the time of these untoward events is unknown. The caller further reported department quarterly checks were completed and found no issues with the external generators.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. An atrial heart wire was found to be a few ohms over the limit, but this condition would not likely contribute to the reported behavior. The battery contacts were compressed, the keyboard was scratched, two case screws were the wrong screws, and one side bail cover was missing. The upper and lower cases, one side bail cover, and the battery drawer were also broke.